Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was low (55 mg/dl). Contact reported that low may have occurred because it was the customer's first day using the pump and customer delivered a bolus while still having active insulin from lantus injections. Contact reported that pump and supplies performed as intended. Customer drank juice to treat low bg level.